Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 c-ring broke down the middle. Per photos provided by the complainant, the c-ring is split down the middle. No parts fell into the patient, so nothing had to be retrieved. There was a slight delay as they opened a new kit to finish the case. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 04/15/2024. An investigation was conducted on 04/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and gray silicone insulation of the jaws were observed to be intact with no visual defects. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The lot # 3000376132 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4) corrected sections--h10 problem ID--photo eval added the device was returned to the factory for evaluation on 04/15/2024. Photographs were provided by the account. A photographic inspection was conducted a visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The c-ring was observed to be cut in half longitudinally. The visible portion of the gray silicone insulation of the jaws was observed to be intact with no visual defects. An investigation was conducted on 04/19/2024. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and gray silicone insulation of the jaws were observed to be intact with no visual defects. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.

Event description:
N/a